Event description:
The hospital reported the bom 7mm extended length endoscope was broken (bad spot in the middle). The hospital did not report any pt effect.

Manufacturer narrative:
The device was returned to the factory for evaluation. A supplemental report will be submitted when the evaluation is completed.(B)(4).